Event description:
It was reported that inappropriate high-voltage (hv) therapy was delivered by the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgment of the rv lead. The rv lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.